Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction/issue occurred. On 12/16/2024, it was reported that the patient experienced a hypoglycemic event and loss consciousness. During the event the patient would have had issue with both the cgm device and their pump but could not recall any specific malfunction. The morning of the event, around 04:00am, the patient went to the toilet and was found there unconscious by her husband after 06:00am who called paramedics around 06:30am. When a fingerstick was taken the blood glucose reading 20 mg/dl. The patient was treated with intravenous glucose and was brought to the hospital. The patient regained consciousness around noon. The patient was admitted into the ICU for 3 days before she was sent home. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.